Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75" safestep safety infusion set with y-site. The investigation findings are consistent with damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed just distal of the y-site. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges; planar shape to the fracture surface. An examination of the tubing structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that lh-0031yn leak from the tubing. Patient status/intervention: fine.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfxf137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device leaks from the tubing.patient status/ intervention: fine.